Event description:
This event is being filed as the steerable guide catheter soft tip was found to be torn. A torn soft tip has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the clip delivery system (cds) performed as expected and one clip was implanted without any problems. A second clip (10294725/(B)(4)) was inserted, straddled with the steerable guide catheter (sgc), and the cds "m" steering knob was turned to steer the clip down to the mitral valve, but the clip moved unexpectedly superior towards the left atrial roof. After several unsuccessful attempts to steer down, it was decided to remove the device. Upon removal, the clip became stuck on the soft tip of the sgc. In an attempt to remove the clip, the gripper lever was pulled a little more raising the grippers. The clip was able to then be pushed off of the soft tip. The device was removed from the anatomy. Another cds was used to complete the procedure. The degenerative mitral regurgitation grade was reduced from 3 to less than 1 with the implantation of two clips. Post procedure, the patient was extubated and was clinically stable. There was no adverse patient effect. Upon return of the sgc to abbott vascular, the sgc soft tip was observed to be torn with no missing material. Reportedly, the damage was not observed at the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, clip delivery system (x3). The steerable guide catheter has been received for analysis. Investigation is not completed. A follow-up report will be submitted with all additional relevant information. The clip delivery system (10294725/(B)(4))referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned for analysis. There was no reported device malfunction associated with the sgc; however, the analysis of the returned device identified tears in the sgc soft tip. This type of tearing is indicative of the clip getting caught on the guide tip, resulting in the clip components (frictional elements of the grippers) digging into and tearing the tip material. Further inspection of the soft tip material under the keyence microscope confirmed that there was no material missing/detached from the tip. No other damage was observed to the device. During functional testing of the cds, there were no issues noted while removing the clip delivery system (cds) from the sgc; however, the difficulty retracting the clip into the guide could not be properly replicated a testing environment due to the damaged condition of the returned sgc. Potential causes for difficulty retracting the cds into the guide tip, resulting in soft tip damage/tears are, but not limited to, manufacturing anomalies, procedural conditions (curves on the guide during cds removal) or user technique. As part of the mitraclip manufacturing process, all devices are subject to visual, dimensional and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the inner diameter of the soft tip met specification. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar sgc soft tip tear incidents reported for this lot. The user also reported no issue while functionally inspecting the sgc during device preparation, which is an indication that the soft tip was not damaged prior to use. Based on the information reviewed and the analysis of the returned devices, the reported difficulty removing the cds and sgc soft tip tears appear to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency. It should be noted that the mitraclip instructions for use (IFU) states to slowly release the sgc deflection by turning the steering knob in the negative direction to straighten the tip. The IFU also cautions that failure to fully close the clip prior to retraction into the guide may damage the clip. Although it could not be confirmed if the guide was straightened or the clip was fully closed upon cds removal, user technique was likely a contributing factor to the reported clip getting caught on the guide tip.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the anatomy was not considered as challenging. Before the second clip (10294725/(B)(4)) was inserted any stored torque was released during preparation of the device. It was not known if the steerable guide catheter (sgc) tip was straightened during the removal of the clip delivery system (cds), but the tip was in a neutral position when the cds steering m knob was turned. It was thought that during the first attempt to retract the clip into the sgc, the clip arms were fully closed, but the arm positioner may have been in neutral. During the second attempt to retract the clip, the arm positioner was turned in the fully closed direction. No additional information provided.